Event description:
Robotic instrument arm drape is missing a magnet. We have had a few of these come through but unable to know the exact lot number as we have 4 drapes open at one time. I have 2 different lot numbers that this particular drape could be from: 4472la022 or dm7224226.